Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, and will be provided upon completion. Relates to test 1: 3014862188-2022-00332 -(B)(6). Test 2: 3014862188-2022-00333- (B)(6). Test 3: 3014862188-2022-00334- (B)(6). Test 4: 3014862188-2022-00335- (B)(6). Test 5: 3014862188-2022-00336 - (B)(6).

Event description:
User reported 6 false negative results, 3 for self and 3 for fiance. Negative result led fiance to interact with infant son and partner and both subsequently became sick with covid. No information relating to any follow-up testing was provided. This report 6 of 6.